Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the reported problem was reproduced as a system error 320. A review of the event history log (ehl) revealed two 'system error 320' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty lower hook switch. The lower aux requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump falsely detected a loaded set without a reload or unload set message during testing in the biomedical service department. There was no patient involvement. No additional information is available.